Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device being returned to olympus without reprocessing at the user facility. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU). Instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, bending section/second bending section/passive bending section of the colonovideoscope was damaged or folded. The issue was identified during preparation for use for a diagnostic procedure. The procedure was completed with a similar device without any delay. The device was returned and an evaluation at the repair center revealed presence of residual liquid and foreign material inside the suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An evaluation of the returned device revealed, there was no curvature in the upward direction due to angle wire breakage. The play of the up/down angle knob was out of specification. The light guide bundle was damaged. The light guide lens was broken. The bending section cover adhesive had a gap. The connecting tube was wrinkled. There was crease on the universal cord. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.